Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported an over correction following lasik treatment. Additional information is requested.

Manufacturer narrative:
Device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. Review of the logfile for the day of treatment shows no error messages or warnings. During the start-up in the morning the system passed all initialization steps without any relevant deviation. The user performed the gas change, skipped the scanner test and performed the necessary energy, eyetracker and fluence test without any issue. The logfile shows many successfully performed treatments. The user performed energy checks before each patient. Energy was stable during treatment day. The treatment could be identified in logfile. The corresponding treatment was performed without interruption and the eyetracker was activated. No technical abnormalities or deviations can be detected in the logfiles which can contribute the reported issue. No technical root cause could be identified. The root cause could not be identified by the investigation. According to logfile review the device was working as intended, no technical root cause could be identified. The manufacturer internal reference number is: 2020-16284.